Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Customer received assistance from technical support to reset pump, resolving issue without recurrence of malfunction code, and continued using pump with understanding to report any future issues.